Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens of -11.5/1.0/179 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2022. Lens opacity (asc) was observed on (B)(6) 2024. On (B)(6) 2024 the lens was explanted. Cause of event was reported as unknown.